Manufacturer narrative:
Visual analysis of the photographs identified: ¿ red particles on the surface of the shell. ¿ deformation device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Patient reported left breast feels 'weird' and it sometimes hurts a lot. Healthcare professional reported capsular contracture, baker grade IV. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture, baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: left breast feels 'weird', hurts a lot and capsular contracture, baker grade IV. Reoperation has not been scheduled at this time.

Event description:
Patient reported left breast feels 'weird' and it sometimes hurts a lot. Healthcare professional reported capsular contracture, baker grade IV. Device remains implanted.